Event description:
Rptr had augmentation. Problem noted: right eye irritations and swelling; numbness and tingling, pleurisy, hair loss pain right shoulder, neck and right back, hands, chest, breasts, under arms degenerative disc disease, breast hardness, constant fatigue, right shoulder pain, left spine pain radiating into leg. Implant leakage, sinus headaches, unexplained skin rashes on stomach, flank, sleeplessness, arthritis symptoms, muscle fatigue, general aching, joint swelling, pain, stiff in elbows, knees, fingers, feet, coldness/pain on legs, fingers, fearful of implant rupture/breakage and sleeplessness.